Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with a cracked housing. During analysis, a fluid filled cassette was attached to the pump, no issues were found with device alarming "air in line". However, the air detector will be replaced as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited air in line alarm when starting infusion. No adverse effects were reported.